Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by that the patient underwent a gynecological procedure for incontinence on (B)(6) 2016 and mesh was implanted. Following the mesh placement procedure, the patient experienced groin pain that felt like stubbing, pins and needles, pulling and burning. The patient also experienced dyspareunia, pain on top of vagina, pelvic pain, pain in foot, pain in the hip radiating to the pelvis, erosion and no quality of life. The patient is seeking an opinion of another surgeon regarding removal. Additional information has been requested.